Event description:
Dr. Was using to hold back tissue and when he opened the grasper, one piece of the grasper tip broke off. No harm or injury came to patient. He removed the grasper and broken piece from the abdomen and then surveyed the entirety of abdomen to confirm all pieces removed from patient. Storz representative was notified and he came to confirm the pieces were all present and not in abdomen.